Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #2182207-2021-00631. Any additional information regarding the event will be submitted as a supplemental submission to that report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: codes are associated with extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unexpected warning screen "deleting the annotations" in the deep brain stimulation (dbs) clinician application. Additional information indicated there was a charge density warning, so the exact warning/error screen is not clear. No symptoms were reported as a result of the event.  Additional information was received indicating that a "deleting the annotations" warning screen was noticed when reading the implantable neurostimulator (ins). In addition, there was a charge warning density warning noticed when re-programming with new settings. The patient was implanted for dystonia. It was stated that the patient was switched to stimulation in ma, however that was not better so they were changed back to voltage with a lower pulse width. Additional information was received which reported that due to the treatment not being good, extension replacement was planned. The error message was resolved. Additional information was received indicating there was an issue with the extension that led to the lack of therapy effect. An extension revision was performed two weeks ago and the issue was resolved. The stimulation was back with a very good outcome.